Manufacturer narrative:
The instruments in the cycle subject of the event were reprocessed prior to use. A steris service technician arrived onsite following the reported event to inspect. The technician inspected the sterilizer and found the unit to be operating properly. No issues with the function or operation of the sterilizer was identified and the sterilizer was returned to service. The technician was informed that the employee opened the sterilization pouch, reached into the pouch to inspect the verify scbi, and felt a burning sensation. The v-pro max sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." The employee subject of the event was not wearing proper ppe, specifically gloves as stated in the operator manual. The operator manual states (pp. 6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max sterilizer. The v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." Steris quality inspected the retains of the lot number for the scbi and confirmed there was no evidence of damage. The lhr was reviewed and no abnormalities were identified. A steris account manager will provide in-service training on october 2, 2018 on the importance of wearing proper ppe, specifically gloves while operating their v-pro max sterilizer and properly drying instruments. No additional issues have been reported.

Event description:
The user facility reported that an employee experienced a burn while handling items that were processed in a v-pro max sterilizer. No procedure delay or cancellation occurred. The employee did not seek medical treatment.